Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport groshong catheter that are cleared in the us. The product classification code for the powerport groshong catheter product is identified in d2. Of the 2 devices, 2 lot numbers were provided and the lot history reviews was performed. Of the 2 reported malfunctions, 1 device was returned, along with 2 photos; the investigation identified that the introducer sheath was not returned. For the other malfunction, the investigation is inconclusive as the device was not returned. A root cause has not been determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 4808570j implantable port allegedly experienced a missing component. The report was received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
Of the 2 devices, 2 lot numbers were provided and the lot history reviews was performed. Of the 2 reported malfunctions, 1 device was returned, along with 2 photos. The company is still investigating the issue at this time. For the other malfunction, the investigation is inconclusive as the device was not returned. A root cause has not been determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 4808570j implantable port allegedly has a missing component. The report was received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.